Manufacturer narrative:
The manufacturer previously reported information alleging a circuit disconnect failure occurred on a trilogy 100 device. The patient was reported to have gone into cardiac arrest. Cardiopulmonary resuscitation was performed while using the ventilator, causing a high inspiratory pressure alarm during the event. The patient was resuscitated after the cardiac arrest. The device was returned to the manufacturer's service center for evaluation. The device error log was checked, and it was confirmed that circuit disconnect and high inspiratory pressure alarms occurred multiple times. These errors could be caused by a blocked or pinched or disconnected patient circuit. The ventilator was found to audibly and visually alarm, as designed. Performance testing of the device was performed, and the device passed all testing.

Manufacturer narrative:
The manufacturer previously reported information alleging a circuit disconnect failure occurred on a trilogy 100 device. The patient was reported to have gone into cardiac arrest. Cardiopulmonary resuscitation was performed while using the ventilator, causing a high inspiratory pressure alarm during the event. The patient was resuscitated after the cardiac arrest. The device was returned to the manufacturer's service center for evaluation. The device error log was checked, and it was confirmed that circuit disconnect and high inspiratory pressure alarms occurred multiple times. These errors could be caused by a blocked or pinched or disconnected patient circuit. The ventilator was found to audibly and visually alarm, as designed. Performance testing of the device was performed, and the device passed all testing. On (B)(6) 2024 it was reported that the patient has passed away.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a circuit disconnect failure occurred on a trilogy 100 device. The patient is reported to have gone into cardiac arrest. Cardiopulmonary resuscitation was performed while using the ventilator, causing a high inspiratory pressure alarm during the event. The patient was resuscitated after the cardiac arrest. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.